Event description:
A site reported to rxsight that a capsular bag tear occurred during implantation of a light adjustable lens+ (lal+, sn (B)(6), +23.5d). An anterior vitrectomy was performed and the lens was placed in the sulcus with optic capture.

Manufacturer narrative:
The device history record was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).